Event description:
During evaluation of a returned large volume intermate, a missing fillport cap was identified. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 14, 2014 - november 17, 2014. The device was received for evaluation. Visual inspection revealed that the fill port cap was missing. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.